Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with the sensor readings. Customer stated she removed the sensor because it was off 200 points at one point it was at 400 mg/dl and then it lowered to 98 mg/dl. Customer stated when the sensor was reading 48 mg/dl; blood glucose would be at 250 mg/dl. Customer stated the sensor triggered the insulin pump to go into threshold suspend at night and device did resume basals in the morning at 4:57 am and reoccurred again at 5:52. Customer was able to respond at 6:32 am and resumed basal deliveries. No further information reported.